Manufacturer narrative:
We received a complaint (cmt#(B)(4)) on (B)(6) 2024 where we were notified of a patient that had a capsule retained and has been retained for 39 days, she was not wanting it to be surgically removed. She was going to speak to her physician on options. (B)(4) - capsule incident questionnaire was sent to obtain further information. On (B)(6) 2024 we were informed that the patient was requesting an additional collection pan since she would like to have one at home and another, for example, at work. And on (B)(6) 2024 a retrieval kit was sent to the customer for them to give to the patient. Then on (B)(6) 2024 we received the completed (B)(4)- capsule incident questionnaire indicating no preexisting condition and that the patient was getting a 2nd opinion before proceeding with surgery, it also stated that a double balloon endoscopy was performed on (B)(6) 2024 and was unsuccessful. On this date ((B)(6) 2024) this complaint was deemed as reportable since we were made aware of additional risk of the double balloon endoscopy that was introduced to the patient. After requesting additional updates on the possible surgery, on (B)(6) 2024 we were notified that the customer had no plan for surgery for the patient yet, therefore we decided to report the complaint. After reporting to FDA on (B)(6) 2024, on (B)(6) 2024 we were informed that the capsule had been surgically removed and sent to the download center, where the video was successfully uploaded into capsocloud. And finally, on (B)(6) 2024 the customer notified us that they were not sure on what procedure was performed since the surgery was done by a general surgeon and no update was provided. Since we couldn't get additional information this is reported as a supplement to FDA and this complaint will be closed. Additional information will be provided if there is any updates on this incident.

Event description:
After reporting the complaint to FDA, on 5/21/2024, we were informed that the capsule had been surgically removed and sent to the download center, where the video was successfully uploaded into capsocloud. And then on (B)(6) 2024, the customer notified us that they were not sure on what procedure was performed since the surgery was done by a general surgeon and no update was provided. Since we couldn't get additional information this is reported as a supplement to FDA and this complaint will be closed. Additional information will be provided if there is any updates on this incident.

Manufacturer narrative:
We received a complaint (cmt#(B)(4). On (B)(6) 2024 where we were notified of a patient that had a capsule retained and has been retained for 39 days, she was not wanting it to be surgically removed. She was going to speak to her physician on options. Frm-0089b - capsule incident questionnaire was sent to obtain further information. On (B)(6) 2024 we were informed that the patient was requesting an additional collection pan since she would like to have one at home and another, for example, at work. And on (B)(6) 2024 a retrieval kit was sent to the customer for them to give to the patient. Then on (B)(6) 2024 we received the completed frm-0089b - capsule incident questionnaire indicating no preexisting condition and that the patient was getting a 2nd opinion before proceeding with surgery, it also stated that a double balloon endoscopy was performed on (B)(6) 2024 and was unsuccessful. On this date (B)(6) 2024) this complaint was deemed as reportable since we were made aware of additional risk of the double balloon endoscopy that was introduced to the patient. After requesting additional updates on the possible surgery, on (B)(6) 2024 we were notified that the customer had no plan for surgery for the patient yet, therefore we decided to report the complaint.

Event description:
- (B)(6) 2024 - we were notified of a patient that had a capsule retained and has been retained for 39 days, she is not wanting it to be surgically removed. She is speaking to her physician on options. Frm-0089b - capsule incident questionnaire was sent to obtain further information. - (B)(6) 2024 - we were informed that the patient was requesting an additional collection pan since she would like to have one at home and another, for example, at work. - (B)(6) 2024 - a complete retrieval kit was sent to the customer for them to give to the patient. - (B)(6) 2024 - we received the completed frm-0089b - capsule incident questionnaire indicating no preexisting condition and that the patient was getting a 2nd opinion before proceeding with surgery, it also stated that a double balloon endoscopy was performed on (B)(6) 2024 and was unsuccessful. On this date this complaint was deemed as reportable since we were made aware of additional risk of the double balloon endoscopy that was introduced to the patient - (B)(6) 2024 - we were notified that the customer had no plan for surgery for the patient yet.